Manufacturer narrative:
Patient also suffered from respiratory failure and died the same day from a non cardiac death. The sponsor assessed the hemorrhagic stroke as not related to the device and possibly related to the anti platelets. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, one resolute onyx des was implanted in the rca. Approximately 15 months post index procedure, patient suffered from a hemorrhagic stroke. Event was treated with medication. Patient died. Death was classified as non-cardiac death. The investigator assessed that the event was not related to index device, but possibly related to antiplatelets medication.